Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat, cracked valve and one opening(curved) on the anterior. Leak test and microscopic analysis was performed which identified one opening(striated) on the anterior and crack valve. Based on the device analysis the final assessment is one(striated) opening due to surgical damage consist in the use of a surgical tool, and a cracked valve seat diaphragm valve.

Event description:
Health professional reported left side deflation. Device was explanted.

Event description:
Device was explanted.